Manufacturer narrative:
Corrections have been made section h4 (medical device problem code (a) and investigation findings (c). This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the device stopped working during procedure. According to the information received the procedure was a cystoscopy ureteroscopy with laser (bilateral). There was no patient injury /impact and the procedure was completed by the surgeon with a back-up scope and a delay of less than 10 minutes no negative impact in state of health reported.

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Investigation summary: the hazard reported in this complaint was unable to be confirmed during evaluation. There was no evidence of any failure with the image. No evidence of a component defect or manufacturing-related issue was identified; thus, root cause cannot be determined. This event is filed under internal complaint ID (B)(4).